Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. This lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported.